Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure on an obese patient, in coelio. During the first stapling on the stomach, the clamp became secure, impossible to open the clamp. After a few minutes, the surgeon can open the clamp, but the staples have not stapled. The surgeon removed the hinge from the magazine and opened the handle. Caused a stomach injury and slight bleeding. There was a lesion on the stomach. The lesion was corrected after the use of a new charger. There was no problem loading or unloading the device. The stapler was able to fire and there was no poor staple formation. The staple line was incomplete centrally. A new stapler was used to fix the staple line. The jaws of the device did lock onto the tissue. No device component broke off. There was tissue damage as a result of the problem. The damage was not permanent. The patient is well. The incident did not create any additional problem for the patient.